Event description:
On (B)(6) 2006 an apogee graft was implanted. On (B)(6) 2006 the posterior apogee mesh was exposed and was trimmed in the office. On (B)(6) 2007, the posterior apogee mesh was reported to be exposed and a revision procedure was done on (B)(6) 2007. The event was resolved on this date.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.